Event description:
Couldn't retrieve the tampon - vagina [foreign body in reproductive tract]. Entire string came out of the tampon [device breakage]. Case description: consumer contacted via phone and stated that after her daughter inserted the entire tampon, the entire string came out of the tampon. No serious injury was reported.

Manufacturer narrative:
15-jul-2020 product investigation results: no failure could be identified as a result of the investigation.

Manufacturer narrative:
30-sep-2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Couldn't retrieve the tampon - vagina [foreign body in reproductive tract] entire string came out of the tampon, string not attached completely to tampon [device breakage] consumer contacted via phone and stated that after her daughter inserted the entire tampon, the entire string came out of the tampon. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Couldn't retrieve the tampon - vagina [foreign body in reproductive tract]. Entire string came out of the tampon [device breakage]. Case description: consumer contacted via phone and stated that after her daughter inserted the entire tampon, the entire string came out of the tampon. No serious injury was reported.